Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 89% in stent restenosed target lesion was located in a severely tortuous right coronary artery with a vessel diameter over 5.00mm. Three months post implantation of a non bsc stent, the physician noticed the shoulder of the stent was restenosed. A nc quantum apex mr 8mm x 5.00mm balloon catheter was inflated to 12 atm on initial inflation then the balloon ruptured at 16 atm on the second inflation. The procedure was completed with 4.5x10mm non bsc balloon catheter which was inflated to 26 atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).